Event description:
It was reported that the customer's insulin pump would vibrate but there would be no alarm message. The customer's blood glucose was unknown. The customer stated that occasionally he would receive an alarm, but there would be nothing on the screen. The customer reiterated that the insulin pump vibrated and the light would turn on. However, there was no message. The customer stated the issue did not result in a serious injury or hospitalization. The customer's insulin pump passed the self test during a training session. Advised that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
The insulin pump passed the displacement test and self test. The insulin pump was monitored for two weeks and no unexpected display or vibration anomaly was noted. No history anomaly was noted. The insulin pump had minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.